Event description:
The patient received a 1st degree skin burn during electrotherapy treatment. The event did not require medical intervention. There was not a delay in treatment. The patient's progression was not impeded. The patient was receiving electrotherapy treatment on the hand for rizartrosis. The clinician prescribed the asymmetrical biphasic electrotherapy waveform. The waveform was configured to 30 usec/frequency and 80hz/burst. The intensity and treatment time was not provided. The clinician indicated that the patient had three treatments prior to this event. The device had performed well recently, but appeared to now be malfunctioning. The alleged malfunction appeared after the device software was updated. The electrodes were new and stored according to the IFU.

Manufacturer narrative:
Device is for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.